Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture and discomfort pain glands in the axillary region. Healthcare professional later reported "filtration of the siliconized material by the homolateral axillary ganglionic chain." Device remains implanted.